Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shut down unexpectedly...the complaint confirmation of the unexpected receiver shutdown could not be determined. The complaint receiver device was returned for evaluation. The device was externally visually inspected and it failed with a missing usb connector. The receiver failed to charge and reboot due to the missing usb connector. Functional testing and receiver log download were unable to be performed due to the missing usb connector. The receiver case was opened, the internal inspection failed with a missing usb connector, damaged usb connector mounting pad, and damaged ui rf board. The reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.